Event description:
It was reported that there were two nonfunctioning leads. There was lead high impedance. Leads 0<(>&<)>1 and 0<(>&<)>2 were interrogated in the operating room on (B)(6)2014 and were found to be non-functioning. Actions taken included other surgical revision via an incision that dissected down the connecting lead until 2 tines were exposed. The lead could not be explanted entirely. A new lead was placed. The outcome was resolved without sequelae.

Event description:
Additional information received reported that contact points on leads 0 <(>&<)> 1 and 0 <(>&<)> 2 were interrogated in the or on (B)(6) 2014 and were found to be non-functioning. The device was interrogated and contact points on 2 leads were not functioning, impedances were 500-600 in all other leads. The entire system was replaced at the time of the lead revision because the battery was depleted at that time. Later it was reported that the patient only had one lead. They used the word lead incorrectly and instead meant to say electrodes.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v008447, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type extension. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v008447, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).